Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during revision, intermittent electrogram artifacts were detected following normal waveforms which caused extra non-physiologic sensed intervals from the new right ventricular (rv) lead. Lead to lead interaction between the rv lead and the capped lead was suspected. The pocket was closed and the oversensing was no longer observed. The rv lead remains in use. No patient complications have been reported as a result of this event.